Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose reading of 243 mg/dl after announcing a usual breakfast, while being new to the pump and having made a limited number of breakfast meal announcements; the user confirmed no issues with the infusion site and no device alarms, and data sync confirmed that meal bolus and correction doses were delivered with glucose trending down to 217 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention beyond routine pump therapy, and glucose decline following delivered insulin. Investigation included review of synced device data and user consultation regarding algorithm learning and meal announcement practices. Investigation of this case revealed no device malfunction, no component failure, and appropriate automated insulin delivery consistent with algorithm learning during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with device operating as designed and the event likely related to early algorithm adaptation and limited meal announcement history. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.